Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported resistance was noted when the 8.0 x 39mm omnilink elite stent delivery system (sds) was inserted into a 8fr guiding catheter. Attempts were made to push and pull the device when half of the stent was out of the guiding catheter; however the device would not advance or retract. The device was removed from anatomy along with the guiding catheter. Another omnilink elite was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.